Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case and the flippers not in place. The event history log revealed a check syringe plunger sensor. Functional testing was able to duplicate the reported problem. It was determined that the loose dowel pin on the plunger head was the root cause. The dowel pin and plunger head were replaced and then device was cleaned and greased. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a plunger sensor error. There was no patient involvement, the event occurred during preventive maintenance.